Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73e1800198 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not fire or close.

Event description:
It was reported that the clips would not fire or close.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its jaws partially closed. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device since the clip was to the side of the pusher head (distal end of the feeder) which prevented the pusher head from loading the clip all the way into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent. Additionally, there was a buildup of biological material in the device near the jaw legs. The bent jaw and the buildup of biological material near the jaw legs could both prevent the jaws from opening completely. The misloading of the clip and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the remaining clip was unable to load properly. The misloading of the clip and the bent rotation tab are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.